Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient had a pump system implanted on (B)(6) 2018. After the patient left the hospital and went home, the patient was not feeling stimulation in their left leg at all. The patient had been feeling stimulation fine before they went to the hospital for the pump implant. It was stated that they did not know if the ¿stent¿ they put in their spine came unplugged. It was confirmed by the consumer during the call that the programmer showed the implant was on. The consumer decreased stimulation to a tolerable level. It was confirmed that the patient felt stimulation but just not on their left leg at all. The patient had already tried increasing stimulation on p2 and p4 which covered the left leg, but the issue did not resolve. It was confirmed that the patient had not had any falls. Additional information was received from the consumer via a manufacturer representative on 2018-jan-24 reporting that there was a stimulation lead impedance issue. The patient had reported that the left lead was not working. It was reported that since the pump insertion on (B)(6) 2018 the patient had fallen twice. An impedance check was done and showed >10,000 on all contacts of the 0-7 lead. The health care provider (hcp) was informed and it was planned to replace the lead. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2018-jan-26 reporting that they believed that the patient meant lead when they referred to a stent. The patient asked the manufacturer representative if the lead could have come unplugged from the battery. The cause of the high impedance and loss of stimulation had not been determined at the time of the report. It was noted that the surgery date had not yet been scheduled because the patient had a pump implant performed on (B)(6) 2018 and was still recovery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient saw their healthcare professional (hcp) on the day of the report to get the staples taken out because the patient had to have surgery during the week previous to the report. The surgery was to fix the lead that broke when the pump system was installed. A manufacturer representative (rep) reported on (B)(6) 2018 that the lead revision/replacement took place on (B)(6) 2018. It was noted that only one lead was replaced due to scar tissue and the patient was doing well. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-21 (B)(4) (rep): additional information was received from a manufacturer representative (rep) on 2018-mar-21. It was reported that the lead was scheduled to be replaced on (B)(6) 2018. There were no further complications reported or anticipated.